Event description:
On (B)(6) 2013, the reporter contacted animas alleging button/keypad (tactile changes/unresponsive) issue. It was reported that the buttons are intermittently nonresponsive. The reporter noted that this issue has been occuring for the last 6-7 months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons are intermittently responsive. Multiple button presses are required for all buttons to engage. There was evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.